Manufacturer narrative:
The reported event of the v-setscrew could not be engaged to untighten the setscrew to remove the lead was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a generator exchange procedure. During the procedure, the patient's pacemaker set screw failed to be removed from the header and the right ventricular lead could not be released. The physician cut the header and lead and explanted and replaced the pacemaker. The patient was stable.